Event description:
The patient experienced a loss of therapeutic effect following several falls. Impedances were checked. Electrodes 4-7 had impedance readings of >4000 ohms. The patient was not feeling any stimulation on those electrodes. Additional information has been requested, a follow-up report will be sent if additional information becomes available.